Manufacturer narrative:
(B)(6) - 2.7 x 26mm fully threaded angled locking screw, 4 each of them, were received. The screws do not show any signs of abuse or breakage, so no future action items are necessary. No definitive conclusion can be made. Related reports (including this one): 2027754-2025-00054, 2027754-2025-00055, 2027754-2025-00056, 2027754-2026-00001, 2027754-2026-00002, 2027754-2026-00003, 2027754-2026-00004, 2027754-2026-00005, 2027754-2026-00006, 2027754-2026-00007.

Event description:
It was reported that "eight years prior to his surgery, the patient reported a traumatic event due to a fall from a formwork roof, landing on the tip and in abduction of the midfoot, subsequently presenting over the following years with significant abduction deviation of the left foot at the expense of the talonavicular joint. Therefore, an arthrodesis of the medial column of the left foot was performed with a special titanium plate. The patient evolved poorly, with pain since the initiation of weight-bearing at 12 weeks. At 11 months, a revision surgery was performed, finding a talonavicular pseudarthrosis and severe metallosis."